Manufacturer narrative:
The insulin pump received with no up arrow button response due to unlocked lcd keypad connector. No moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the insulin pump was exposed to moisture and had a keypad anomaly. The customer's blood glucose level was unknown. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.